Manufacturer narrative:
Device evaluation summary - device evaluation of monitor (B)(4) has been completed. The reported problem (monitor shuts off after battery inserted) was confirmed. The monitor's battery connector pins were bent, preventing the batteries from being plugged into the monitor correctly. The cause for the bent battery pins were not positively identified but was likely due to a misalignment problem when the patient inserted the issued battery pack into the monitor. The root cause for the misalignment problem was not positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) old male patient contacted zoll lifecor customer support service to report that his monitors shuts off shortly after inserting the battery. The patient was provided with a replacement monitor.